Manufacturer narrative:
A device history record review could not be performed because the lot number is unknown. After the sample evaluation, the failure mode could not been duplicated by the team, the detachment between the silicon tube and the mystic was not observed; the sample was received with a detachment, however during the tests performed with the multidisciplinary team the failure mode reported could not been confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/21/2017.

Event description:
The customer states that at 4am the feeding pump was paused (on pause for 30 min) to give meds. At 8am the pump alarmed and the pump screen read 'rotator error'. When the nurse went in to check on the error, she noticed that the tubing came apart at the luer, where the black rings are. There was some formula on the floor. That pump set was removed and a new pump set was hung.